Manufacturer narrative:
Retained lot samples for syringe lots 65878 and 65927 were tested for needle sharpness and manufacturing equipment. No abnormalities were found during testing.

Event description:
End user describes the syringes having burrs. User has many boxes. Item 830165 lots 65878 and 65927. After several attempts to receive information, end user was unable to provide lot numbers and quantity of boxes for any replacement/return.

Manufacturer narrative:
Initial trend analysis for lots 65878 and 65927 was conducted, no malfunctions were found. This is the only complaint for lots 65878 and 6592. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user describes the syringes having burrs. User has many boxes. Item 830165 lots 65878 and 65927. After several attempts to receive information, end user was unable to provide lot numbers and quantity of boxes for any replacement/return.